Manufacturer narrative:
RMA-603340-estimate, january 23, 2026, unit serial number-(B)(6), foot pedal serial number-(B)(6), sterimate/handpiece lot number-(202312), handpiece cable lot number-(03240), evaluation tech: gpb, root cause: emh hp;cable,conn/gun cable damaged. Damaged handpiece cable, the black connector port is detached and leaving exposed wires, overlay was shorted due to malfunction with the overlay / info center assemblies. Bent contact pins on the handpiece-sterimate, battery door was worn, foot control pad is worn and peeling, two drained batteries were sent in with wireless foot pedal, debris build up in the water filter.

Event description:
While using a cavitron plus g136 they allege that they have low water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.